Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an rcr procedure, the anchor broke on the first turn upon implantation. The broken anchor was removed with graspers and no additional bone holes were required. A backup was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the anchor confirmed the reported breakage. The proximal threads of the anchor have broken off and were not returned for evaluation. As reported the patient had hard bone and the surgeon utilized an awl to prepare the insertion site. Per the device IFU ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the threaded dilator to better prepare the bone for the anchor¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. Only one device from the reported two events (reference (B)(4) for 1st event) was returned for evaluation. As the device cannot be associated with the specific event we are unable to identify which device was returned for evaluation.